Manufacturer narrative:
All available information was investigated, and the reported unintended movement was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and analysis of the device, the reported unintended movement associated with the clip delivery system (cds) hyperflexing appears to be due to user perception. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. When applying a small amount of m-knob on the clip delivery system (cds), the tip of the device moved more medial than usual. When the cds was removed, the tip was observed to have more curve than normal. A replacement cds was then used. A grasp was successful, but the clip was not implanted as the gradient rose to 12 mmhg. Once the clip was removed, the valve gradient returned to baseline. The procedure was aborted with no clips implanted and the mr remaining at a grade of 4. No additional information was provided.